Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2010. The pad-pak DHR for lot no. J0231 was reviewed and showed that this was 1 of 324 pad-paks manufactured in this lot. Each pad-pak was subject to a battery voltage test on the (B)(6) 2017 with 1 recorded fails for ccv battery voltage. This fail was investigated under eval-00604, and the pad-pak was scrapped. All pad-paks from this lot were despatched from heartsine by the (B)(6) 2017. The returned pad-pak was measured and found to be depleted. This had resulted in the device failing to power on and the status indicator flashing red, as per the reported fault. The battery pack was investigated, and no abnormalities were found with the battery cells or connections. One cell was found to be significantly depleted, while the others were consistent with the expiry of the pad-pak. The returned sam pad device performed to specification throughout the investigation, and the battery monitoring circuitry and the device current drain were verified. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Therefore, it is concluded that the returned pad-pak had failed due to a single failed cell.

Event description:
Red status indicator flashing. No patient involved.